Event description:
Caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, resulting in the successful start of a sensor session without further errors.